Manufacturer narrative:
(B)(4). Pt did not permit follow up with the injection and/or treating healthcare professional; info such as the lot number is not available.

Event description:
Pt reported 5-6 days after injectio with juvederm "for the smoker lines above the lips", they "got lumps above the lips" and believed their lips to be "overfilled". Pt was prescribed "doxycycline". Pt has not provided allergan permission to follow up with the injecting/treating healthcare professional.